Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: is a non-healthcare professional. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent a left knee revision due to loosening, instability, dislocated polyethylene, footdrop and extensor mechanism compromise. The surgeon noted the polyethylene insert was completely dislocated. The patient was implanted with depuy knee system and competitor¿s cement. There were no complications reported with the procedure. Doi: (B)(6) 2015 (patellar and femoral components). Doi: (B)(6) 2017 (tibial tray, insert and bone cement). Dor: (B)(6) 2017 (lt knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthesof 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not returned to the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.